Event description:
The drain broke upon removal. The retained piece was removed in surgery.

Manufacturer narrative:
The wound drain was placed during abdominal surgery for a perforated viscous. As the drain was being removed, it broke and required surgical intervention for removal of the retained piece. The edges of the fractured drain were reported to be jagged in appearance. The sample was not returned for eval and the lot number is not known. The clinician reported the drain had been sutured in place and she could not rule out the possibility that it might have been nicked by a suturing needle. She states no serious injury resulted for the pt. A definitive root cause has not been determined. We have no info to confirm a mfg defect was present and do not know if user error played a role in this incident.